Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion test. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. The blood glucose reading was 58 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.